Event description:
It was reported that, "pt was in surgery for s2 antegrade nail. Nail was secured to targeting device and stacked drill sleeve applied to check alignment of holes in nail in relation to drill bit. All checked out so nail was inserted into pt. When trying to drill for oblique screw - bit would miss hole. Tried several times, surgeon could not apply screw. Attempted transverse screw, screw missed hole. Surgeon had another nail to do on another pt. Surgeon took a nail off cart after this case and used targeting device to check alignment. The holes aligned perfectly.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.